Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer for evaluation. The returned complaint chamber was connected to a waterbag for functional testing. Results: when the complaint chamber was connected to a waterbag, a drop of water was observed to leak from the connection between the feedset tube and waterbag spike of the chamber. Adequate glue was found on the feedset tube/spike connection but the glue was not bonding. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the the spike became loose post production, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that water leaked at the connection between the water feed tube and the bag spike of an mr290 autofeed humidification chamber during the second day of use. No patient consequence was reported.